Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Visual inspection shows no damage to the spring. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the spring was broken in reservoir compartment, reject new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.